Event description:
It was reported that the event involved a male pt while in the operating room. After the pt was transferred from the operating room to the intensive care unit the ECG waveforms became abnormal and assist ratio set to 2:1 became 1:1. There was no report of pt death, complications or injury. No medical/surgical intervention was required. No delay or interruption in therapy was noted. The pt outcome is good. Add'l info received on (B)(6) 2012 from teleflex (B)(6) stated that they don't know why the EKG waveforms were abnormal since they don't have the pump strips. What they have found out is that a philips intellivue mp70 was used as a monitor. The EKG waveforms on the monitor were normal, but the EKG waveforms on the pump (autocat2wave s/n (B)(4) had "noises." Updated info received on (B)(6) 2012 from teleflex (B)(6) stated the assist ratio changed to 1:1 from 1:2 on its own. Further updated info received on (B)(6) 2012 reported that the pump was not switched out. It was used until the iab was removed.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.